Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power injectable microbore catheter extension set did not flow. This occurred during infusion. The reporter stated that the set could not be flushed with a syringe of 0.9% normal saline when the cap was on the set. However, when the cap was taken off the extension set was able to be flushed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not reveal any obvious defects. Functional testing was performed and a blockage was revealed in the female luer. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.